Event description:
The hcp reported that the catheter was kinked or cut/sliced. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.